Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a one-link microbore catheter extension set would not flow. During patient use, the one-link set would not flush. There was no visible damage or blockage observed by the reporter. The nurse had to restart the IV. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Simulated use testing was successfully performed with no issues noted by connecting an in-house device to the set, priming, and purging the air from the set. Clear passage testing was then performed, and failed due to a block between the two piece luer and the tubing. The reported condition was verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.